Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. The post index angiogram was good and no events were noted during the procedure. Approximately two months post implant, the patient presented with leg pain. A CT was done and a limb occlusion was confirmed. Both limbs were crossed and they looked compressed. The physician noted that the patient had very small left external iliac artery measuring 4mm in diameter. No additional clinical sequelae were reported and the patient will be monitored by the physician.